Event description:
It was reported that the patient was very tired and there was a noticed change in the cry. It was noted during a telephonic transmission that there was no ventricular pacing and the ventricular rate was in the 40's. A chest x-ray revealed that the lead was broken. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Competitor implantable pulse generator product ID 2535k implanted 2010 (B)(6). (B)(4).